Event description:
The generator was received, and analysis was approved. The returned setscrew shows mechanical wear at the socket (suggesting an over-torque condition). The socket was stripped (a bench torque wrench cannot securely insert the setscrew without issues). The returned setscrew showed mechanical wear at the socket (suggesting an over-torque condition). The socket was stripped (a bench torque wrench could not securely insert the setscrew without issues). The header septum cavity met specification requirements. The pulse generator diagnostics were as expected for the programmed parameters. A comprehensive automated electrical evaluation showed that the device performed according to functional specifications. There were no performance or any other type of adverse conditions found with the pulse generator.

Event description:
It was initially reported that the patient was undergoing vns implant surgery when the set screw in the generator header would not tighten or click into place. When the surgeon pulled the screwdriver out, the screw fell out of the generator. The company representative at the surgery stated that the surgeon did not strip the screw. The device history record of the generator was reviewed, and the device met all functional specifications prior to release. The generator has not been received to date.